Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported issue was verified through visual testing. The cause of the issue was a defective mainboard. The mainboard was replaced to fix the issue.

Event description:
It was reported that the pump had error code 41786 after powering on. There was unknown patient involvement.